Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 91 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. No moisture damage found on the electronics. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window.